Event description:
Product analysis was completed on the returned generator. The reported allegation of ¿high impedance suspected generator issue¿, was not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.965 volts, and the memory locations on the generator indicated that 0.478% of the battery had been consumed. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
High impedance was observed during surgery with the generator connected to the lead and the test resistor, 5530 ohms, so a new generator was used instead. The suspect generator has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
The suspect device was received but product analysis is still underway.